Event description:
The customer reported that there was a network error with the system. The receptacle pin needed to be aligned.

Manufacturer narrative:
(B) (4). The ge svc rep aligned the lemo receptacle pin. The system operates as intended. (B) (4).